Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m leaked. The following information was provided by the initial reporter: found tubing that was infusing lipids to patient to be leaking lipids in brown protective covering.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 19-sep-2022. H.6. Investigation summary: 1 used sample (model#2202-0007) were returned for quality investigation by the customer. It was reported by the customer that the pump was beeping occluded, found that there was fluid leakage. Prior to functional testing the sets were visually examined for defects and abnormalities. No other defects or abnormalities were observed. The set was attached to an IV bag filled with saline solution and allowed to prime using pump. The set was loaded into an alaris pump and an infusion run with a 125 ml/hr rate was started. The infusion was stopped after approximately 1 hour. There was no beeping occluded prompt on the pump. The customer complaint could not be replicated for beeping sound but filter leakage from vent membrane was clearly observed, and leakage issue could be replicated. A device history record review for model #2202-0007 and lot number 21085630 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 14aug2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot # 21085630. Root cause and conclusion : the filter was then subjected to a treatment that may fully or partially restore the hydrophobic properties of vents. The root cause of the failure can possibly be attributed to the vents becoming temporarily compromised due to saturation by low surface tension end-use solutions or potentially from tube bonding solvents during set assembly. However, the filter failed the air elimination test. Even though the root cause of the reported defect by the customer can be determined, the subsequent failure of the air elimination test remains undetermined. As there have been no other reports of issues for the implicated lot hence, no further action will be taken . This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd alaris¿ lvp 20d 1.2m leaked. The following information was provided by the initial reporter: found tubing that was infusing lipids to patient to be leaking lipids in brown protective covering.